Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 25.8 mmol/l. Customer had no symptoms. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 25.8 mmol/l. Customer current blood glucose level was 24.4 mmol/l. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer reports they have contacted their health care provider regarding the high blood glucose reading. There was no leaks or air bubbles. Customer did not troubleshoot their bolus wizard. Pressure test was performed, and the insulin pump passed. Customer reports site was changed (B)(6) 2018. Products will not be returning for analysis.